Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# v909187, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The patient reported never had therapeutic effect since implant. The patient stated that her interstim had made her do the opposite. The patient stated "instead of cutting it off it made patient do more¿. It was indicated that the neurostimulator had been turned off a year ago. The health care providers thought they could reset it redo it. The patient later mentioned in the call that she did not think the product had anything to do with it. The patient stated she "went to 2 to 3 health care providers .the patient stated she went to another hcp who put a catheter because she was flooding told the patient she was butchered". A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.